Event description:
Boston scientific crm received information that this right atrial (ra) lead exhibited high impedance measurements along with intermittent sensing measurements. A lead fracture was suspected and this lead was surgically abandoned. A new lead was successfully implanted and to date, no adverse patient effects were reported. Additional information was received that this lead was explanted during a procedure to remove the patients pacing system for erosion. No other observations were reported and no additional adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and will not be returned. No additional information is available at this time. If additional information becomes available, this event will be updated. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.